Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient felt like their pump wasn't working. The date of the event was (B)(6) 2019. The patient further reported that they went through withdrawal about 10 days prior to the report and has had this happen before with his other pump. Refer also to MFR report # withdrawal symptoms regarding previous event. The patient reported that they were going to the doctor's office to have the pump checked. Environmental/external/patient factors that may have led or contributed to the issue was noted as being not applicable. The issue was not resolved at the time of the report. No surgical intervention was planned. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown. No further complications were reported. On 2019-jul-05, additional information was received from a consumer. The patient was receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. The patient reported that the "drug has always come up" with more numbers than it was supposed to have. For example, the patient was supposed to have 7 units at refill and was told there was 11 units left. The patient also reported that about 2-3 years ago, the patient could not feel bolus effect (day, month and year unspecified). The patient stated they have been having intermittent trouble with the pump. The patient also stated that around (B)(6) 2019, the patient felt intermittent burning from rsd - chronic pain and was feeling it now. The patient reported their healthcare professional (hcp) had been reducing drug, oral medications and turned off bolus and was not telling the patient. The patient felt like they were getting too much drug and then feeling "on the edge of withdrawal". The patient's hcp would be performing a catheter dye study on monday. The event date reported was "2016". The date (B)(6) 2016 is considered an approximate date of event (year known only). The situation was being addressed by their hcp. Additional information was later received via a consumer on 2019-jul-05. The patient believed their pump was malfunctioning right now and has been for 6 weeks or so. A physician was to perform a dye study. Physician listings were requested as the patient was moving and they have been trying to find a pain management physician that could service the pump.